Event description:
The manufacturer received information requesting maintenance after use on patient. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The ventilator was returned to a third-party service center for evaluation, and the device failed the event log verification test step during testing. A ventilator inoperative error code related to pressure sensors was observed. Evt_press_sensors_failure means both the outlet and monitor pressure sensor failed. The system board was replaced to address the issue. Additionally, two other non-reportable error codes were observed. Evt_out_press_railed_high means the outlet pressure sensor railed to maximum positive value, the ventilator will still be providing therapy due to having primary and secondary sensor. Evt_mon_press_railed_high means the monitor pressure sensor railed to maximum positive value, the ventilator will still be providing therapy due to having primary and secondary sensor. The system board was replaced to address the issues.